Event description:
International affiliate reports the expedium si polyaxial extended tab screw was damaged during the surgery. The surgeon completed case with same/like product. There is no report of any adverse consequences to the patient. However, the affiliate has not provided requested clarification/additional information regarding the event. As it is possible that the damage may have involved a condition that, if it were to recur, could result in an adverse event, this medwatch report is being submitted to document the event.

Manufacturer narrative:
Additional narrative: the expedium si polyaxial extended tab screw was not returned for evaluation. A device history record review for the production lot found no discrepancies were observed during the manufacturing process. A 12 month complaint trend analysis for the product family found no emerging trends. The root cause for the screw malfunction cannot be determined as the device was not returned for evaluation. No corrective action/preventive action is required at this point as there have been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 5x40mm single innie extended tab polyaxial screw (product code: 1797-32-540, lot number: apccz1) was returned to the complaints handling unit (chu) on september 30th, 2014 after the initial closure of the complaint. Much of the screw is in good condition and shows no sign of damage with the exception of the top lip of the tulip head. A burr is present which protrudes approximately 2mm from the top of the screw. This burr appears to be the remnants of the bottommost thread inside the extended tab that was broken from the polyaxial screw. The opposite side of the tulip head features a clean break and thus features no similar burr. The tabs were not returned to confirm the manner with which the tabs broke. A burr is a normal result of breaking the tabs, but in this instance protrudes to a degree in which it could be harmful to the patient by causing soft tissue damage. A complaint trend analysis was conducted. No emerging trends were found. A root cause cannot be determined from the sample and the information provided. A potential root cause may be not fully seating the tab breaker as this would cause force to be applied to the tabs in a manner that would allow them to break away from their intended breaking point. As no trends were found and the device met all manufacturing specifications, this complaint will be closed with no further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.